Event description:
Malfunction on pump was reported by the caller, who mentioned a prior potential drop might have occurred. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump, which resolved the malfunction, and advised to continue using the pump, suggesting a callback if the issue reoccurs.